Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that during patient use, the ventilator began displaying a higher peep than the set peep and was alarming high baseline. There was no change in the patients vital signs and the patient was placed on another ventilator.